Event description:
It was reported, that the patient with this pacemaker had exhibited infection. Reportedly, the patient had presented with reddening of the pocket wound and fever. And it was confirmed, that the infection had spread throughout the pocket and up to the lead suture hold. A revision was performed. And the pacemaker along with the right ventricular (rv) lead and right atrial (ra) lead were explanted. Moreover, a test for metal allergy was scheduled to be performed. No additional adverse patient effects were reported. This pacemaker will not be returned for analysis.